Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty the box chisel broke. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: product code. Product code: fzo. Reported event was unable to be confirmed due to limited information received from the customer. Per the instructions for use, under care and handling of instruments, it states surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling. Care must be taken to avoid compromising their exacting performance. It also states inspect the instruments and instrument cases for damage when purchased and after each use and cleaning. Incompletely cleaned instruments should be re-cleaned, and those that need repair set aside for repair service or return to biomet. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. As the product has been in the field for approximately 12 years, the root cause of the reported issue was determined to be wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.